Event description:
It was reported that during wedge resection procedur, the stapler only formed half of the staple line. The device was reloaded after this misfire and the staple line formed perfectly. There was no patient consequence.